Event description:
Litigation papers received. Papers allege patient suffered from pain, limited range of motion and elevated levels of chromium and cobalt in her blood.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Update: (B)(6) 2012 #150; preliminary disclosure with operative report was received. It provided part/lot information, which has been added to the complaint. Additionally, the op report states that patient had typical turbid fluid in the capsule, along with fairly significant staining of entire capsule and bursa as well. No evidence of inflammation. She also had a large cystic degeneration of the posterior aspect of the acetabulum where it communicated with the ischium. Medwatches were updated with part/lot information. There was no new information that would affect the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.